Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the cartridge was cracked. Reportedly, the customer performed a cartridge change to resolve the issue. Customer's blood glucose was 206 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.